Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Venous air alarms occurred during a routine hemodialysis treatment. During attempts to resolve the alarms, the operator was drawing blood with a syringe and disposing of it, resulting in an estimated blood loss of 120cc. Technical support suggested the operator end treatment and perform rinseback. The patient's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to user error as the operator did not perform air recovery as directed in the user's guide. The air alarm was most likely due to recent access issues. Facility staff provided additional training regarding air recovery procedures and rinseback. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.